Event description:
Facility alleges blood leak during dialysis. Chief technician reports fiber leak occurred on a 1st use dialyzer. Blood circuit discarded. Estimated blood loss > 100cc. Treatment restarted with a new dialyzer and lines. No further medical intervention required.. No pt injury reported.